Event description:
It was reported that access site closure of the left groin was done with two prostyle devices using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The tevar procedure was completed and hemostasis was achieved with the prostyle sutures. The patient returned with an infection in left groin. The patient was treated conservative with surveillance, then on march 8 the patient was given antibiotics. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of infection is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.